Event description:
Pt was implanted with tfn construct on an unk date. Pt had developed an infection post implant. Surgeon removed locking screw on an unk date for irrigation purposes in an attempt to clear the infection. Infection did not clear. Surgeon has scheduled removal of remaining hardware for (B)(6) 2012. It is reported that fracture has healed. This complaint will address the removal of the blade and nail. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Lot#: lot number reported was #678956 and is not a valid lot number. Correct lot number cannot be determined. W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.